Event description:
"Shelly says that the tub is needing a new gasket(door seal). Maintenance says, it is crushed-lifetime warranty. Warranty order# (B)(4)."

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model ih3800, serial number/date code (B)(4). It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand, the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown.